Event description:
Caller states that the inform base unit has "damaged" plastic, and the connector pins are blackened. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the inform base. Reference medwatch with patient identifier (B)(6) for the inform meter. Upon investigation, it was found that the "damaged" plastic was actually melted.